Manufacturer narrative:
The devices associated with this report were still not returned. A previous review of the device history records revealed no related manufacturing deviations or anomalies. Medical records were obtained. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) 2012- litigation papers received. There is no new additional information that would effect the outcome of this investigation. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for three of the four reported part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 15 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical patient/der: states, patient revised for metal on metal disease, osteolysis, loosening of stem/sleeve, metallosis, discolored tissue and fluid.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-11958. This report, 1818910-2012-06428, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-11958.